Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)"model number   9438-06 catalog number   stt-mc-001 (B)(4) lot number   7237779 unique identifier (UDI) number (B)(4)".

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available. No data or product was provided for evaluation. The product was scrapped after initial investigation included in (B)(4). Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.